Event description:
A pt reported inaccurate low readings with a one touch meter for 4-5 days. Pt had been using the ot meter for about a year. Because of the ot meter alleged low readings, pt stopped taking their pm insulin. Pt did not have any adverse events. No further info available.